Event description:
It was reported that a system error 2240 alarm (air in line) occurred on a homechoice device during a dwell phase of automated peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. The patient indicated that a supply bag had fallen from the table, but no leaks or disconnections occurred. Nothing further was noted during troubleshooting that could have caused or contributed to the alarm. The cycle was powered to clear the alarm and the patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.